Event description:
Vascular surgeon deployed bilateral 8 french angioseal's -st. Jude medical- in the right and left femoral arteries. Pt's act level at time of deployment was 180 sec. Pt had 4 hrs of flat bedrest time post deployment and when he sat up to walk around, he began to bleed from his left groin. Pressure was held and bleeding was stopped. Dr. Ordered for pt to be admitted for observation overnight. Normal angioseal bedrest time is 2 hrs post-deployment, however, the vascular surgeon had 2 other incidents in the three weeks prior to this one, where it appeared that the closure device did not take because hrs or even a day later, these pts ended up in the ER with groin bleeds. So, because of these first two adverse events, he decided to be extra cautions and give the pt a 4 hr bedrest time, but the bleeding still occurred. After research, it was discovered that all 3 negative events occurred in pts with the same 8 french angioseal lot number. This was reported to st. Jude medical and our facility was credited with 3 new devices, but the suspect faulty lot number was removed from the shelves. Dose or amount: 1 device. Frequency: 1 time deployment. Route: intra-arterial. Dates of use: 2008. Diagnosis or reason for use: to seal arterial puncture in the femoral artery. Event abated after use stopped or does reduced? Yes.